Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500-600s mg/dl); cause was not known. Ketones were moderate to large. Insulin injections were administered and boluses via pump were delivered to address bg. Pump supplies were changed. Pump system check performed with tandem technical support (cts); no device issues were identified. Reportedly, customer was using admelog insulin. Cts informed contact that the insulin was not labeled for use with pump.